Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's blood glucose level was 512 mg/dl but her sensor glucose reading was 92 mg/dl. She also had calibration issues. The customer received several meter blood glucose now. The insulin pump re-initialized unexpectedly after inserting the sensor. The insulin pump went into threshold suspend when her blood glucose level was 32 mg/dl. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.